Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the hi torque guide wire instructions for use (IFU) states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: the balance middleweight (bmw) guide wire became stuck after the 2nd stent system had already been retracted; force was applied to the bmw in an attempt to free it from the older placed stent. The bmw had become entangled between calcified plaque and/or struts of the old stent. The previously placed stent became damaged, likely during the attempt to deliver and retract second stent system. The reported hemodynamic instability included hypotension, bradycardia, EKG/ECG changes, myocardial infarction, and cardiogenic shock with no administration of cardiopulmonary resuscitation, no placement of an intra-aortic balloon pump, and no intubation. No additional information was provided.

Event description:
It was reported that during the procedure, a buddy wire, and an unspecified balance middleweight (bmw) universal guide wire was successfully advanced past an unspecified stent that had been previously implanted in the circumflex coronary artery 7 or 8 years ago. A new unspecified stent was successfully placed distal to the previously placed stent from the prior procedure. Pre-dilatation was then performed proximal to the newly placed stent (but still distal to the previously implanted stent); an attempt was then made to cross through the previously implanted stent with a 2nd unspecified stent system, however, the 2nd stent system was unable to cross the stent due to calcification in this older stent and was retracted from the target site. When retracting the bmw buddy wire through the previously placed stent to assist in withdrawal of the 2nd new stent system, the bmw became stuck in the stent struts of the older placed stent (could not be advanced or retracted), force was applied, and the bmw separated into 2 parts. Reportedly, an unspecified balloon catheter was used to pull the second stent back until the level of the older implanted stent, resulting in entrapment of the guide wire and an occlusion at the older implanted stent. Attempts to retrieve the guide wire piece from the occluded vessel using other unspecified guide wires were unsuccessful as the other guide wires were unable to cross to the guide wire segment. An attempt was made to deploy a stent to secure the guide wire segment, however, the attempt was unsuccessful. The patient became hemodynamically unstable due to total occlusion of the previously placed stent in the circumflex and died, despite pharmacological and other unspecified intervention attempts.

Manufacturer narrative:
(B)(4). Event description continued: the physician reported that the patient did not die due to the broken bmw wire but because of a total occlusion of the old stent for unclear reasons (struts, big pieces of plaque), possibly due to passing and retracting the second new stent. No additional information was provided. The customer reported the guide wire was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.